Event description:
It was reported by service report that the power load trolley arms will not raise and load the cot due to a displaced magnet mover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.